Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customer's initial report (leak) was confirmed. Due to a pinhole on the channel tube, water tightness was lost. In addition, a cut was found on switch button four resulting in water tightness lost. The following additional findings were also noted: assorted scratches, dent on the connecting tube, and corrosion due to water leakage on the electrical connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus, evis lucera bronchofibervideoscope leaked. The device was returned to olympus and upon evaluation at the repair center, they found peeling on the connecting tube. This report is being submitted for the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling on the connecting tube was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.